Event description:
It was reported that a malfunction alarm occurred. The impact on the customer¿s blood glucose level was unknown as they declined to answer whether it exceeded 500 mg/dl. Technical support decided to replace the pump, but no backup therapy was available, so the customer planned to contact their healthcare provider for guidance.